Manufacturer narrative:
(B)(4). Batch # m5377j. Additional information was requested and the following was obtained: what troubleshooting steps were taken to open the device? When the device could not fire any longer, that is at the 3rd step of the 1st firing, the indicator window was blank. He pressed down the red button, compressed the closing trigger but the closing trigger could not close. The surgeon pressed the release button again and again, pulled the firing trigger and closing trigger. But the jaw could not open still. Were any clips used previously in the surgical procedure? No clips were used previously in the surgical procedure. What was the reason for the convert to open? As the device could not be removed from the tissue, plus the surgeon decided to operate a whole left lung resection. So the surgery was converted to open. How was the device ultimately removed from the tissue? As the surgery was converted to open, the surgeon used surgical scissors to cut the tissue and help remove the device. After the device was removed from the patient, they tried outside the patient¿s body to close the closing trigger but they failed. Slide down the red button, the closing trigger still could not been compressed. Was the force to close or fire higher or lower than expected? At the 3rd step of the 1st firing, the device could not fire. But at the first 2 steps, the force to close and fire is normal as expected. Did the red button slide down on device? The red button slide down on device. The surgeon reported the surgical bronchus was thicker than normal. The analysis results found that one ec45a device was returned with the anvil cambered, knife slot damaged and the firing mechanism jammed. The device was received with an ecr45g cartridge loaded on the device. The reload was received partially fired 3/4, with the cartridge body, drivers and one piece sled damaged. After further analysis it was noted that the knife had buckled. The damage to the cartridge, knife and anvil is consistent with the device being clamped over an excess of tissue, causing the anvil to bent and for the firing stroke and the staple form to be incomplete. If enough force is applied to the firing trigger the knife will buckle, and as the knife is attempting to pull the anvil towards the cartridge to form the staples it will result in the damage observed on the anvil at the knife slot area. No further functional testing could be performed due to the condition of the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a left lower lung lobectomy procedure, the device was used to deal with the left lower lobe bronchus. At the third step of the first firing, the device could not fire and it was blank in the indicator window. The red reverse knob was pressed down, however the firing lever could not be pulled, the knife could not return. The surgery was converted to an open surgery. The patient is in stable condition now.